Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was having inadequate stimulation. High impedances were noted on five contacts of the lead and the physician would like to replace the lead. Lead fracture was suspected. It was also reported that the patient had to frequently charge the ipg. Database analysis was taken and revealed five contacts with high values on port ab. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was having inadequate stimulation. High impedances were noted on five contacts of the lead and the physician would like to replace the lead. Lead fracture was suspected. It was also reported that the patient had to frequently charge the ipg. Database analysis was taken and revealed five contacts with high values on port ab. The ipg appeared to be working as expected. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead and ipg were replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having inadequate stimulation. High impedances were noted on five contacts of the lead and the physician would like to replace the lead. Lead fracture was suspected. It was also reported that the patient had to frequently charge the ipg. Database analysis was taken and revealed five contacts with high values on port ab. The ipg appeared to be working as expected. The patient will undergo a revision procedure.